Event description:
A small piece of plastic was noted in the patient's wound site during ablation. The suspected device component fragment was intra-operatively retrieved and the case was completed. The unit was used throughout the procedure with no patient complication reported. The device was reported as discarded after the case.